Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she experienced low blood glucose of 34 mg/dl. She treated with sugar and current blood glucose was 50 mg/dl. The drive support cap is normal. Last set change was on (B)(6) 2015 and customer was disconnected during the rewind/prime sequence. Troubleshooting not completed because the customer reported that the act button does not respond. The customer did not recall any significant events leading to the keypad issue. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces; unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. The insulin pump had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window and scratched reservoir tube window.